Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that a fractured ground lead in the percutaneous line of the pump caused speed variations and low flow alarms.

Manufacturer narrative:
The pt remains on going with the implanted device. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.